Event description:
It was reported after the 3-beh device is used, there is no power from the ac power supply. No patient involvement reported at this time.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a critical failure. The customer was provided a repair quote but it was not accepted so no additional work was performed by philips. The device was not available for additional investigation. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. We are unable to confirm the final disposition of the device because the quote was not accepted and no repairs were performed. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment